Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose, active insulin level was 4.3 u, 4.8 u, or 4.3 u, while the sensor glucose was 400 mg/dl, 385 mg/dl, or 399 mg/dl. The latest blood glucose reading was 499 mg/dl or 308 mg/dl, indicating a decrease. The customer reported a blood glucose value of 499 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer stated that the cause of the event was an insulin issue from the pharmacy or the reservoir, as the consumer had not eaten all day. Although the insulin seemed awful as per the customer, the therapy for high blood glucose was done using an insulin pump and the manual injection but the insulin was the same as the manual injection. The event involved product(s) mmt-381a, mmt-431ag, mmt-7040a, and mmt-1884. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. No further complications were reported. No product return is required for mmt-381a. No product return is required for mmt-431ag. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.